Event description:
It was reported via repair work order that there was no power to the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was no power to the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that there was no power to the bed. Follow-up submitted as further investigation determined the complaint was created in error and there was no malfunction with the bed.